Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
An event regarding loosening of a femoral stem was reported.

Manufacturer narrative:
An event regarding loosening of the stem involving an accolade stem was reported. The corrosion of the stem was confirmed as per the mar. Material analysis was performed on the returned devices. The report concluded: "adhered debris was observed on the stem and head. Eds showed the stem is consistent with astm f1813 alloy and the debris is consistent with a corrosion product, biological material and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined." No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event of loosening was not confirmed however corrosion was confirmed. Corrosion was confirmed as per the mar which indicated, "adhered debris was observed on the stem and head. Eds showed the stem is consistent with astm f1813 alloy and the debris is consistent with a corrosion product, biological material and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined." A root cause could not be determined because insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
An event regarding loosening of a femoral stem was reported. Update: adhered debris observed on the stem and head consistent with corrosion.